Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a dissection occurred. Approximately 20 minutes into the procedure, when the catheter was maneuvered in the coronary sinus, it dissected the vein. A change in the anesthesia parameters along with x-ray and contrast injection confirmed the dissection. A vascular surgeon repaired the dissection to stabilize the patient. There were no performance issues with any abbott device.